Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported insulin was not observed exiting the tubing during the loading process. Customer changed the infusion set and cartridge. Customer's blood glucose was 400 mg/dl.